Manufacturer narrative:
Please note that the event date is unknown. The device is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01412206. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the limited procedural information and without the return of the device for analysis, no conclusion can be made regarding the reported event or possible contributing factors. There is no indication of any enterprise manufacturing issues related to the event based on the device history records. Therefore, no corrective actions will be taken. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2011-00059 and 1058196-2011-00060.

Event description:
The incident happened several months back but was never reported. The customer is reporting that an enterprise stent was defective. They no longer have the stent but are requesting a replacement unit. The physician has stated that the stent was "stuck" in the micro-catheter and could not be advanced. The physician, was using a prowler select plus. After the event, both devices were removed as unit, and another microcatheter and enterprise were used to complete the procedure. No further information was available.